Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia after a bolus, and the infusion set tubing broke at the hub. The set was changed. The detachment occurred at the tubing and reservoir. The event also resulted in high blood glucose levels. The treatment for high blood glucose was a bolus with the pump and changing the set. No further information available.